Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) in the subscapular space treating rotator cuff tear on (B)(6) 2020. The surgeon was using the electrode during ablation. Then, it kept working even when the yellow button was not pressed. The surgeon re-pressed the button whether the electrode would resume normal operation, which did not correct issue. The procedure was completed with a replacement without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, the surgeon was using the electrode during ablation. Then, it kept working even when the yellow button was not pressed. The surgeon re-pressed the button whether the electrode would resume normal operation, which did not correct issue. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube is clean and does not shows any saline or blood residues. The tip is in good condition and shows activation marks. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute several times, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute several times and the electrode worked as intended. According to the functional test results, this complaint can not be confirmed. The possible root cause for the reported condition can be attributed to the handling of the device, when is connected to the generator, the connector possibly was not fully introduced to the socket or the foot switch functionality was accidentally swapped to the hand piece buttons, however this can not be conclusive determined. A manufacturing record evaluation was performed for the finished device [u2001056] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.